Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was unable to move her legs nine hours after a previously reported lead revision procedure. It was assessed by the physician that the paralysis was not related to the device, but was caused by an epidural hematoma. Patient underwent an explant procedure to remove the device and evacuate the hematoma. No improvement to the patient post-operatively.